Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report an issue on arm3. It was stated the surgeon had a monopolar curved scissors (mcs) instrument in arm 3 and suddenly lost control of the arm and was unable to regain control. The tse reviewed the logs but found no related issue. The csr stated there were no faults or system messages on screen. The tse recommended a power cycle of the system when possible. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the initial reporter said the procedure was robotically completed robotically using all four arms. The initial reporter said he was not present during the procedure and said to ask the robotics coordinator for additional information. The robotics coordinator stated they handled too many procedures and do not remember or have any additional information to provide. The field service engineer (fse) informed that the reported complaint was not reproduced but noticed error 1126 for usm 3 and had to replace the usm to resolve error 1126.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue but noticed error 1126 for universal surgical manipulator (usm) 3. The fse replaced the usm. The system was tested and verified as ready for use. Isi did receive the usm involved with this complaint and performed a failure analysis. The usm was tested on an in-house system in normal mode where no errors were triggered. The usm was also tested on a patient side cart fixture test platform (pftp) where the fiber test failed for the parallelogram. A golden parallelogram fiber was installed, and the unit passed testing. The issue on usm was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.